Event description:
The following report was received from the clinical study: during the one year follow-up, the patient had a positive effort test. In 2006, the patient was hospitalized for revascularization of the target lesion at the obtuse marginal. Details of the treatment for this event remain unknown despite multiple investigational attempts.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing report#: 9616099-2007-01248. Any additional information will be submitted within 30 days of receipt.